Event description:
Dealer states has not acted up for dealer. Dealer says the user says the chair stops. The dealer says the user says the display stays on, but has no other information as to if it shows why the chair stopped.